Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The malfunction was duplicated and attributed to a faulty system interconnection cable. The cable was replaced to resolve the malfunction. The device was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.